Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(4)".

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urethral prolapse, mucosal defect, urinary incontinence, foul urine odor, urinary tract infection, dysuria, straining with bowel movements, constipation, anal spasm, muscle spasm/weakness, intrinsic sphincter deficiency, vaginal pain, frequency, urinary retention, urinary urgency, burning sensation, pelvic pain, red blood cells/bacteria in urine, urethra pain, labial minora atrophy, tenderness, urine leakage, headache, discharge with odor, sensation that insides are falling out, hot flashes, discomfort, dyspareunia, vaginal discharge, hematuria, vaginitis/vulvovaginitis, tachycardia, non-surgical and additional surgical interventions.